Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 445 mg/dl. The customer declined troubleshooting for the high blood glucose because he stated that it was due to a bent cannula. Customer reported that he is having problems with the infusion sets and the cannula has folded up on him for the 7th time. Customer removed the infusion set and the cannula was bent. Customer was advised to return the infusion set. Customer could not troubleshoot for tape not sticking or serter issues due to computer issues. The insulin pump was not returned for analysis. However, the infusion set was returned for analysis.